Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a full battery depletion was not confirmed as the event was not observed in the submitted log file; however, a loss of external power resulting in the backup battery activating to support the system was observed. The submitted system controller event log file contained approximately 6 days of data (22feb2023 ¿ 28feb2023 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed above the low speed limit (lsl) without issue throughout the log file. The submitted system controller periodic log file contained approximately 255 days of data (17jun2022 ¿ 27feb2023 per the timestamp). Between (B)(6) 2022 at 13:19:07 and (B)(6) 2022 at 13:19:01, the system controller backup battery usage count was observed to have increased from a usage count of 31 to a count of 32. This indicates that a loss of external power resulting in the backup battery activating to support the system had occurred. The periodic log file only collects data at specified time intervals rather than upon the detection of an event, therefore, the exact time that the usage count increased and the initial conditions that caused the usage count to increase cannot be determined from this log file. The pump maintained a speed above the lsl without issue throughout the log file. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if an exact date of the event could be provided; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 19apr2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, no external power, pump off, and controller clock not set alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while sleeping, the patient lost all external power and their backup battery (ebb) ran down completely. The patient became unconscious and regained full consciousness when external power was reconnected. The event log contained low voltage advisories, as well as routine power source changes. The low voltage advisories appeared to be the result of normal battery depletion. The periodic log does show the ebb usage count increasing monthly indicating the patient is occasionally losing external power.